Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drain bag tubing was too long and caused dependent loops in the tubing, which prevented the urine from flowing properly into the drain bag. It was reported that the nurses had to manipulate the drain bag tubing to untwist it, so that the urine can flow properly.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews

Event description:
It was reported that the drain bag tubing was too long and caused dependent loops in the tubing, which prevented the urine from flowing properly into the drain bag. It was reported that the nurses had to manipulate the drain bag tubing to untwist it, so that the urine can flow properly.